Manufacturer narrative:
Investigation results: our quality engineer inspected the sample submitted for evaluation. Bd received one 22gx1.00in insyte autoguard device from lot number 3249704. A gross visual inspection of the retuned unit shows that the unit has been used and it was returned without the needle cover. The returned components do not have apparent physical damages. The unit was inspected for damages that could cause retraction failure or slow retraction. No defect was identified on the safety button, hub, spring and even the barrel. The needle was reengaged by pushing it out of the barrel then retracted by pushing the safety button. The needle retracted without resistance. Your reported issue of a retraction failure could not be duplicated or confirmed with the returned sample. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc needle did not retract. The following information was provided by the initial reporter: injuries or adverse event: no. Reported issue: no pt. Harm; date of incident:(B)(6) 2024. Problem: rn started IV using angio cath, needle did not retract had to push on end of needle to get it fully retracted.